Manufacturer narrative:
Results: the returned device was fractured approximately 148.0 cm from the hub. The reported complaint did not involve device functionality; therefore, no functional testing was performed. Conclusions: evaluation of the returned device revealed the px slim was fractured on its distal tip. This damage typically occurs if the device is forcefully retracted against resistance. It was reported that the distal tip of the device was stuck to the packaging. If the device became stuck this would likely contribute to the reported resistance. The device being stuck could not be confirmed and root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician noticed that the tip of the px slim delivery microcatheter (px slim) was stuck to the material of the cover upon removal from the packaging. The damage to the px slim occurred prior to use and, therefore, the px slim was not used in the procedure. The procedure was completed using a new px slim.